Event description:
It was reported that when the device was used during a lung resection procedure, when firing the instrument in the tissue, the stapler worked normally. When removing the instrument, the lung was cut and some of the staples were "b" formed and some where still open. At tip of the stapler, about half of the staples were open. There was bleeding and the lung had to be sutured. There was no pt consequence.